Event description:
Clinic notes dated (B)(6) 2014, indicate that the patient has recently started having daily seizures. The physician is concerned that the vns battery is running low; however, the device is not yet at end of service. The patient continues to use medical marijuana regularly with benefit until recently. The plan, per the notes, includes changing the vns off time to 3 minutes. The patient will continue his current medication regimen and the patient was prescribed oxygen to use postictally. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: the outcomes attributed to the adverse event were inadvertently left off the initial manufacturer report.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.